Event description:
Reporter indicated a patient's vns magnet mode setting was noted to be set to 0ma and was meant to be set to 0.5ma. The magnet setting was corrected by the reporter. Attempts for the patient's vns programming history to establish if a programming anomaly occurred are in progress.

Event description:
All further attempts to the reporter for vns programming history have been unsuccessful to date.